Event description:
It was reported to the MFR that the vns pt has been experiencing an increase in seizure activity. It is unk if the increase is above pre-vns baseline. The relationship of the reported event to vns therapy is unk. The pt is being scheduled for prophylactic replacement of the generator. Good faith attempts to obtain add'l info regarding the reported event have been unsuccessful to date.